Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent inaccurate fill estimates. Reportedly, the customer loaded the cartridge with 300 units and received a fill estimate of 60 units. The customer stated that cold insulin was used when filling a cartridge and tandem technical support (cts) advised the customer to always load the cartridge with room temperature insulin; the customer acknowledged. Additionally, it was reported that the pump time was off by two minutes. Cts advised the customer to change the pump time to the appropriate time to resolve issue; the customer acknowledged. There was no reported impact to the customer's blood glucose level.